Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was at a pool and the pump might have been exposed to water. The customer's blood glucose (bg) level was 250 (mg/dl). Reportedly, the customer planned to exercise and intentionally had bg level at 250 (mg/dl). No action was taken to address bg level. Reportedly the customer had manual injections as alternate insulin therapy